Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the connector boot was also called the plastic sleeve that you slide over the extension once the screws are tightened. There was no lead break. No cause was reported. It was unknown if the moisture issue caused any damage to the lead or extension to contribute to the high impedances. For the moment, no action will be taken to resolve. The lead implant date was reported as "july 07", follow up is being performed to obtain clarification.

Manufacturer narrative:
Continuation of d10: product ID 37082-60. Serial# unknown implanted: (B)(6) 2025: product type extension product ID 0 9100. Serial# unknown implanted: (B)(6) 2025: product type lead h2. Correction: please note, h6 code a0401 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Regarding the statement that "there was a broken contact on one of the leads", it was clarified that the lead was not unusable and that this was referring to the high impedance. It was reported that the lead was implanted in (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 37082-60; lot/serial# unknown; implanted: (B)(6) 2025; product type: extension. Product ID: 09100; lot/serial#: unknown. Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37082-60; serial/lot #: unknown. Product ID: 09100, serial/lot #: unknown. G2: belgium h6 codes belong to the lead and extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for occipital nerve stimulation. It was reported that two weeks ago, the patient underwent a revision of the extension. The revision was performed to resolve a suspected moisture issue between the electrode and extension. After the revision, everything seemed to function as expected. However, now, two weeks later, the physician again interrogated the patient¿s system and contact point 1 showed high impedances. There have been no notable incidents that could have caused the high resistance. The electrode was programmed as follows: 0 (-), 1 (high, not used), 2 (+), and 3 (-). The patient was being stimulated at 10ma, which causes a slight tingling sensation. However, when the amplitude was increased from 10 to 25ma, the patient does not notice any difference in stimulation, only the slight tingling remains. The rep was planning to visit the patient on (B)(6) 2026. Additional information reported that it was unknown when the moisture issue first started. Moisture was seen in the connector boot and on the screw, the connector boot had came off the extension. During the revision moisture was sucked away and the physician placed the connector boot back over the exte nsion. The extension remained implanted. The moisture issue resolved and there were no high impedances at that time. Now high impedance with contact 1 was seen but this contact was not used. The session report from 2026-feb-26 showed impedances of 40,000 ohms with contact 1. When the patient goes from 10ma to 25ma he doesn¿t feel any difference in the stimulation. He needs the stimulation on the left sight and there he feels no different on the stimulation, on the right sight it works perfect. There was a broken contact on one of the leads.

Manufacturer narrative:
H6. Codes belong to the extension. A26 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.